Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8782 lot# serial# (B)(4) implanted: explanted: product type catheter product ID 8781 lot# serial# (B)(4) implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown dose an concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient was receiving inadequate therapy to control their spasticity. It was unknown what environmental/ext ernal/patient factors that may have led or contributed to the issue. Dye studies had been performed as well as multiple catheter revisions. The patient infusion system was completely explanted. It was reported the issue was resolved at the time of the report. A ce rebrospinal fluid was positive for infective culture. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the pump found that there were no anomalies. Analysis of the catheter (pli 40, model 8784) found that there were no significant anomalies. The catheter had acceptable testing, it was incomplete and returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8784, (B)(4), serial# unknown, product type: catheter, product ID: 8782, (B)(4), implanted: (B)(6)2017, explanted: (B)(6)2017, product type: catheter, product ID: 8781, (B)(4), implanted: (B)(6)2016, explanted: (B)(6)2017, product type: catheter . The initial report indicated ¿dye studies had been performed as well as multiple catheter revisions¿; however, ¿multiple dye studies and catheter revision¿ was specifically reported. Refer to MFR report # 3004209178-2017-01411 for prior event regarding a referenced catheter revision. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs, lioresal with concentration 2 ,000.0 mcg/ml was being administered via a simple continuous dose rate of 259.8 mcg/day as of (B)(6)2017. The patient code (B)(4) was added regarding cerebrospinal fluid was positive for infective culture as captured in the initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis. A partial catheter (connecting segment) was also returned with an indication of no analysis needed regarding this device component.

Manufacturer narrative:
Please refer to MFR report # 3004209178-2016-12452 regarding the catheter revision in (B)(4)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on november 13, 2017. The entire system was removed, and no additional components would be returned to the manufacturer. Regarding the previous report that multiple catheter revisions had occurred, the rep clarified per their records, the following occurred: cath revision 7/15/16, catheter dye study 5/25/16, catheter dye study 1/18/17, catheter dye study 8/18/17. The rep had no further information regarding the revision or dye studies.